Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during the implant procedure, the atrial lead exhibited loss of sensing. A lead replacement was executed. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
The reported event of loss of sensing was not confirmed. Visual examination of the lead did not find any anomalies with the exceptions of damages consistent with those occurring at the time of the procedure